Event description:
Boston scientific received information that this right ventricular (rv) lead displayed intermittent loss of capture (loc) at 5v @ 0.4ms. Impedance measurements were stable and within acceptable limits. A revision procedure was performed. No lead defects could be visualized and the lead was exercised in the device pocket without evidence of a fracture. The lead was surgically abandoned. No adverse patient effects were reported during the procedure. An xray showed the possibility of a microperforation, however, it could not be confirmed. A pre-discharge check was performed and then patient was subsequently released.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.